Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("occasional discharge of thumb-sized clots") and pelvic pain ("pelvic pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced abdominal pain lower ("deep crampy pain affecting her anterior abdomen"). In 2016, the patient experienced tooth loss ("tooth loss") and dental caries ("tooth decay"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysuria ("dysuria"), menstruation irregular ("irregular, unpredictable, and painful menses"), dysmenorrhoea ("irregular, unpredictable, and painful menses"), abdominal distension ("abdominal bloating") and weight loss poor ("inability to lose weight"). On an unknown date, the patient experienced vaginal discharge ("excessive discharge"), abdominal pain ("abdominal pain"), menorrhagia ("longer and heavier menses"), mood swings ("mood swings"), libido decreased ("lowered libido"), mental disorder ("mental instability"), alopecia ("hair loss"), amnesia ("memory loss"), gastroenteritis ("gastroenteritis") and cervical polypectomy ("cervical polypectomy"). The patient was treated with eugynon (levonorgestrel w/ethinylestradiol) and surgery (hysteroscopy, dilation and curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal discharge, abdominal pain, menorrhagia, mood swings, libido decreased, dyspareunia, dysuria, mental disorder, alopecia, amnesia, tooth loss, abdominal pain lower, gastroenteritis, menstruation irregular, dysmenorrhoea, dental caries, abdominal distension and weight loss poor had not resolved and the cervical polypectomy outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cervical polypectomy, dental caries, dysmenorrhoea, dyspareunia, dysuria, gastroenteritis, genital haemorrhage, libido decreased, menorrhagia, menstruation irregular, mental disorder, mood swings, pelvic pain, tooth loss, vaginal discharge and weight loss poor to be related to essure. The reporter commented: essure insertion procedure under minimal anesthetic concentration (mac) and paracervical block. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: small amount of free pelvic fluid. (B)(6) 2017: underwent a hysteroscopy, dilation and curettage, and cervical polypectomy. The operative report noted the right side essure coil was slightly displaced, but both essure coils were noted to be fully contained within the fallopian tubes with no protrusion or otherwise visible migration. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new lab data added; events start date provided; treatment drug provided; hysteroscopy, dilation and curettage was added as occasional discharge of thumb-sized clots treatment; cervical polypectomy added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('occasional discharge of thumb-sized clots') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("deep crampy pain affecting her anterior abdomen"), 1 year 1 month after insertion of essure. In 2016, the patient experienced tooth loss ("tooth loss") and dental caries ("tooth decay"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysuria ("dysuria"), menstruation irregular ("irregular, unpredictable, and painful menses"), dysmenorrhoea ("irregular, unpredictable, and painful menses"), abdominal distension ("abdominal bloating") and weight loss poor ("inability to lose weight"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("excessive discharge"), abdominal pain ("abdominal pain"), menorrhagia ("longer and heavier menses"), mood swings ("mood swings"), libido decreased ("lowered libido"), mental disorder ("mental instability"), alopecia ("hair loss"), amnesia ("memory loss"), gastroenteritis ("gastroenteritis"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity ") and underwent cervical polypectomy ("cervical polypectomy"). The patient was treated with eugynon (levonorgestrel w/ethinylestradiol) and surgery (essure removed and hysteroscopy, dilation and curettage). Essure was removed. At the time of the report, the device dislocation, cervical polypectomy, autoimmune disorder and hypersensitivity outcome was unknown and the genital haemorrhage, pelvic pain, vaginal discharge, abdominal pain, menorrhagia, mood swings, libido decreased, dyspareunia, dysuria, mental disorder, alopecia, amnesia, tooth loss, abdominal pain lower, gastroenteritis, menstruation irregular, dysmenorrhoea, dental caries, abdominal distension and weight loss poor had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune disorder, cervical polypectomy, dental caries, device dislocation, dysmenorrhoea, dyspareunia, dysuria, gastroenteritis, genital haemorrhage, hypersensitivity, libido decreased, menorrhagia, menstruation irregular, mental disorder, mood swings, pelvic pain, tooth loss, vaginal discharge and weight loss poor to be related to essure. The reporter commented: essure insertion procedure under minimal anesthetic concentration (mac) and paracervical block. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: small amount of free pelvic fluid. Diagnostic results: (B)(6) 2017: underwent a hysteroscopy, dilation and curettage, and cervical polypectomy. The operative report noted the right side essure coil was slightly displaced, but both essure coils were noted to be fully contained within the fallopian tubes with no protrusion or otherwise visible migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received- new event device migration. Hypersensitivity and autoimmune disorder were added. Seriousness criteria removed for pelvic pain female. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('occasional discharge of thumb-sized clots') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("deep crampy pain affecting her anterior abdomen"), 1 year 1 month after insertion of essure. In 2016, the patient experienced tooth loss ("tooth loss") and dental caries ("tooth decay"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysuria ("dysuria"), menstruation irregular ("irregular, unpredictable, and painful menses"), dysmenorrhoea ("irregular, unpredictable, and painful menses"), abdominal distension ("abdominal bloating") and weight loss poor ("inability to lose weight"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("excessive discharge"), abdominal pain ("abdominal pain"), menorrhagia ("longer and heavier menses"), mood swings ("mood swings"), libido decreased ("lowered libido"), mental disorder ("mental instability"), alopecia ("hair loss"), amnesia ("memory loss"), gastroenteritis ("gastroenteritis"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity ") and underwent cervical polypectomy ("cervical polypectomy"). The patient was treated with ethinylestradiol;levonorgestrel and surgery (essure removed and hysteroscopy, dilation and curettage). Essure was removed. At the time of the report, the device dislocation, cervical polypectomy, autoimmune disorder and hypersensitivity outcome was unknown and the genital haemorrhage, pelvic pain, vaginal discharge, abdominal pain, menorrhagia, mood swings, libido decreased, dyspareunia, dysuria, mental disorder, alopecia, amnesia, tooth loss, abdominal pain lower, gastroenteritis, menstruation irregular, dysmenorrhoea, dental caries, abdominal distension and weight loss poor had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune disorder, cervical polypectomy, dental caries, device dislocation, dysmenorrhoea, dyspareunia, dysuria, gastroenteritis, genital haemorrhage, hypersensitivity, libido decreased, menorrhagia, menstruation irregular, mental disorder, mood swings, pelvic pain, tooth loss, vaginal discharge and weight loss poor to be related to essure. The reporter commented: essure insertion procedure under minimal anesthetic concentration (mac) and paracervical block. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: small amount of free pelvic fluid. Diagnostic results: (B)(6) 2017: underwent a hysteroscopy, dilation and curettage, and cervical polypectomy. The operative report noted the right side essure coil was slightly displaced, but both essure coils were noted to be fully contained within the fallopian tubes with no protrusion or otherwise visible migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure device is lodged within the myometrium near the right lateral fundus of the uterus.'), device breakage ('right essure device was cut into 5 separate pieces') and genital haemorrhage ('occasional discharge of thumb-sized clots') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "upon sectioning the right essure device was cut into 5 separate pieces." Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("deep crampy pain affecting her anterior abdomen"), 1 year 1 month after insertion of essure. In 2016, the patient experienced tooth loss ("tooth loss") and dental caries ("tooth decay"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysuria ("dysuria"), menstruation irregular ("irregular, unpredictable, and painful menses"), dysmenorrhoea ("irregular, unpredictable, and painful menses"), abdominal distension ("abdominal bloating") and weight loss poor ("inability to lose weight"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal discharge ("excessive discharge"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("longer and heavier menses"), mood swings ("mood swings"), libido decreased ("lowered libido"), mental disorder ("mental instability"), alopecia ("hair loss"), amnesia ("memory loss"), gastroenteritis ("gastroenteritis"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity") and underwent cervical polypectomy ("cervical polypectomy"). The patient was treated with ethinylestradiol; levonorgestrel and surgery (total vaginal laparoscopy lavh w/bilateral salpingectomy, hysterectomy with bilateral salpingectomy and hysteroscopy, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, cervical polypectomy, autoimmune disorder and hypersensitivity outcome was unknown and the genital haemorrhage, pelvic pain, vaginal discharge, abdominal pain, heavy menstrual bleeding, mood swings, libido decreased, dyspareunia, dysuria, mental disorder, alopecia, amnesia, tooth loss, abdominal pain lower, gastroenteritis, menstruation irregular, dysmenorrhoea, dental caries, abdominal distension and weight loss poor had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, autoimmune disorder, cervical polypectomy, dental caries, device breakage, dysmenorrhoea, dyspareunia, dysuria, embedded device, gastroenteritis, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, libido decreased, menstruation irregular, mental disorder, mood swings, pelvic pain, tooth loss, vaginal discharge and weight loss poor to be related to essure. The reporter commented: essure insertion procedure under minimal anesthetic concentration (mac) and paracervical block. Right side-4 coils noted. Left side-initially, 6 coils were seen but after tubal spasm, roughly 3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: small amount of free pelvic fluid. Diagnostic results: on (B)(6) 2017: underwent a hysteroscopy, dilation and curettage, and cervical polypectomy. The operative report noted the right side essure coil was slightly displaced, but both essure coils were noted to be fully contained within the fallopian tubes with no protrusion or otherwise visible migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-aug-2021: medical record received. Reporter were added. Removal date & surgery details updated. Previously reported device dislocation updated to device embedded and event device breakage, wrong technique used in device usage process were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.